Event description:
Hamilton medical ag received the following incident description: "hamilton g5 ventilator started auto triggering breaths for patient at 54 breaths per minute. Patient was not oxygenating and dropped his blood pressure. Bedside respiratory therapist troubleshot the ventilator and began bagging the patient.

Manufacturer narrative:
Problem description from biomedical: "the unit was alarming "patient disconnect on ventilator side" when no such disconnect was present. The preop tightness check and flow sensor calibration was not passing intermittently and the unit was showing "disconnect patient" when nothing was connected to the circuit/ flow sensor. The problem was only reproducible intermittently when tested. It was reported to me that there was no harm to the patient as a result of this issue." Service engineer performed troubleshooting within service software and found that the ppat value was fluctuating and could not be calibrated. It was also found that the safety valve block tightness check failed. The inspiration valve assembly and the safety valve block were replaced. Service software testing and operational tests were performed. Unit passed all tests. Unit ran in multiple modes for several hours and no further problem was found.

Event description:
Hamilton medical ag received the following incident description: "hamilton g5 ventilator started auto triggering breaths for patient at 54 breaths per minute. Patient was not oxygenating and dropped his blood pressure. Bedside respiratory therapist troubleshot the ventilator and began bagging the patient.

Manufacturer narrative:
Problem description from biomedical: "the unit was alarming "patient disconnect on ventilator side" when no such disconnect was present. The preop tightness check and flow sensor calibration was not passing intermittently and the unit was showing "disconnect patient" when nothing was connected to the circuit/ flow sensor. The problem was only reproducible intermittently when tested. It was reported to me that there was no harm to the patient as a result of this issue." Service engineer performed troubleshooting within service software and found that the ppat value was fluctuating and could not be calibrated. It was also found that the safety valve block tightness check failed. The inspiration valve assembly and the safety valve block were replaced. Service software testing and operational tests were performed. Unit passed all tests. Unit ran in multiple modes for several hours and no further problem was found. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.